Event description:
It was reported that a customer in france experienced a malfunction with their pump, indicated by a malfunction code. The customer's blood glucose level was recorded at 109 mg/dl. No additional outcome information was provided.